Event description:
Customer reported that the spine surgeon tried to place a jp drain and when he grabbed the end to pull it through the incision, the plastic literally crumbled. Piece was retrieved with no adverse effect to the patient.

Manufacturer narrative:
The complaint indicates that the lot number is unknown, although the customer has two lot numbers 1200283 and 1200569 on the shelf. Therefore, the device history record was reviewed for the two lot numbers. These lot numbers showed the product was inspected and released in compliance with all requirements. The sample was not returned for investigation; therefore, an evaluation of the complaint device for deficiency of construction could not be performed and the root cause remains unknown. Although no sample was received, instructions for use evaluation was performed to confirm that the required steps to avoid breakage of the drain are available.